Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/05/2018. Philip's field service engineer (fse) replaced the touch-frame to address the reported problem. The unit passed the extended self test and the required performance verification test successfully. The unit was ready for clinical use.

Event description:
The customer reported that setting changes could not be made on the unit; the touchscreen was unresponsive. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.